Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal piece came off the jaws while they were harvesting the vein in the thigh. The hemopro was used to cut the tiny, thin tissue and branches connected to the vein as usual. They suddenly noticed it didn't cut tissue properly. They saw the metal piece falling out of the groove on the jaw from the monitor screen while they were operating. It resulted in having to open a second kit to complete the procedure. Delayed for about 10 minutes. No harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). 3 gfes have been sent to acquire a ship history with no response. The complaint will be closed with an unk lot #. Should the ship history be returned, the complaint will be reopened and the lot #s added to the investigation.

Event description:
N/a.